Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a 24 volt failure alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a 24 volt failure alarm. The customer reported that the 24 volts was good for the power supply. It was reported that the power management (pm) board was replaced, but the issue was still reoccurring. The customer reported that there was a "snapping" sound coming from the data acquisition (da) board, but the sound is not heard when the ribbon cable was disconnected. When powering off ventilation mode, the device turns off when the power switch is pressed; the red banner is also not displayed on the bottom of the screen. The customer reported that the device runs on battery power, but the symbol on the bottom of the screen shows it is on alternating current (ac) power. The light emitting diode (led) in the power switch works correctly, but when the battery is disconnected, the led does not illuminate. It was confirmed by the customer that the device alarms for axillary power failure and battery temperature high. The rse advised the customer to remove the pm board, motor control (mc) board, and central processing unit (cpu) board; the customer should then check for any bad connections, bent pins, or any foreign objects that may cause any shorting. The se also recommended inspecting the boards for any loose, missing, or out of place components. If no issues are found, the customer was advised to replace the cpu. The rse provided the part number for a replacement cpu. Investigation ongoing / resolution pending.

Manufacturer narrative:
The field service engineer (se) reported they couldn't view the device service info while in diagnostic mode and device alarmed while on diagnostic mode. The fse worked with support team to narrow down the issue to power supply, central processing unit (cpu), and blower. The fse replaced cpu and blower assembly, the fse reported that the power supply did not require replacement. A software refresh was performed on the device; a full performance verification test (pvt) was performed to ensure previous issues did not repeat. The device passed the full pvt, and was returned to use with no issues. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A service engineer (se) was dispatched to evaluate the device. Per the details provided, the device failed pre set up. The se noted that they were working with the support team, and it was suggested to order multiple parts (not specified) due the codes observed (not specified).

Manufacturer narrative:
The service engineer (se) reported that the power management (pm) board, data acquisition (da) board, and motor control (mc) board were replaced; however, the issue was not resolved. Additional parts were needed. Investigation ongoing / resolution pending.